Event description:
It was reported that there was a filament regulator error, which occurred during a procedure with patient involvement. This malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.